Event description:
It was reported that a caster broke off the navigation system cart when the system was being moved to another location prior to a surgical procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that a caster broke off the navigation system cart when the system was being moved to another location prior to a surgical procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.